Event description:
At the end of the surgery, after wound closure, while the patient was still under anesthesia, a joint dislocation involving the head and liner of the double mobility converter occurred during repositioning from the lateral to the supine position. Stability tests had been performed before moving the patient and did not show any dislocation. The surgeon therefore immediately decided to replace the components in order to address the dislocation. However, no compatible insert was available in stock to combine a new head with a new liner. Therefore, the surgery was completed using a bigger competitor`s head and liner, while leaving the medacta double mobility converter and cup in place. The surgery was prolonged by approximately 30 minutes due to the event.

Manufacturer narrative:
Batch review performed on 29 may 2026 liner: mpact dm 01.32.4248cf dm converter f/dme - tin coated (k211891) lot 2534278: (B)(4) items manufactured and released on 14-apr-2026. Expiration date: 31-mar-2031. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact dm 01.26.2850mhc double mobility hc liner d 28/dme (k092265) lot 2601006: (B)(4) items manufactured and released on 10-mar-2026. Expiration date: 17-feb-2031. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available, the reported dislocation is considered a peri-operative complication that occurred immediately after surgery, during patient repositioning. Although intra-operative stability tests had been performed with satisfactory outcome before moving the patient, the event may have been related to case-specific surgical and/or biomechanical factors, including the selected implant configuration. The issue was immediately addressed by revising the head and liner and using a larger head size to restore joint stability. No definitive device-related root cause can be established based on the available information.